Event description:
Note: date of event is unknown. In 2008, it was reported to boston scientific corporation that a physician had heard anecdotally, at a meeting, that upon removal of an unspecific ultraflex esophageal stent, "the esophagus detached from the stomach" (patient gender, age, and weight are unknown). According to a bsc sales rep, the complainant was unable to confirm whether the reported event occurred during the initial stent placement procedure or in an subsequent procedure. In addition, neither the event date, nor the procedure date, nor the hospital could be identified. No additional details surrounding this event could be ascertained by bsc.

Manufacturer narrative:
The user facility was unable to provide a lot number; therefore, the date of manufacture is unknown. The complainant indicated that the device has been disposed and is not available for return; therefore, a device evaluation cannot be performed. The relationship between the device and the cause of the reported event is undetermined.